Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has no capture. The lead was capped and a new lead was implanted. It was further reported that the right ventricular (rv) lead developed diminished sensing during the device change out. Troubleshooting was performed on the lead to no avail. The physician elected to cap the lead and implant a new lead. No patient complications have been reported as a result of this event.